Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger. Therefore the reported condition was confirmed. It was further observed that the device had no power. It was determined that this condition was most likely due to motor or electronic control unit assembly from various worn components from normal wearout. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger of the battery oscillator device was sticking. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated and the device had no power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.